Manufacturer narrative:
G5:510(k)#: k102985 . B4:19aug2021. Per the customer's response, the touchscreen was not responding. No further details were provided. The touchscreen was replaced to resolve the reported issue. No parts were available for return to failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported the touchscreen need to be replaced. The unit was not in use, and there was no patient or user harm reported.